Event description:
During the implant of the ICD involved in this MDR report (on (B) (6) 2010), right ventricular continuity measurements resulted in "open continuity" at the beginning, but psa measurements confirmed the integrity of the lead. After several disconnections/re-connections of the lead, right ventricular continuity measurement was normal (548 ohms). During pre discharge follow-up ((B) (6) 2010) the physician reported that rv continuity was >3000 ohm. Recommendations were provided on (B) (6) 2010, suggesting that a re-intervention should be evaluated to ensure proper operation/connection of the lead.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.